Manufacturer narrative:
One portex tracheal tube was returned for analysis in used conditions. Upon visual inspection with no discrepancies observed. The cuff of the used sample was inflated while submerged under water revealing a leak coming out from the seal of the cuff. Relevant documents were reviewed with no discrepancies. The weld cuff to tube operation and training records were both reviewed with no discrepancies noted. The cuff seal operation was audited during thirty-two units; no discrepancies found. Based on the evidence, the complaint was confirmed. The root cause was found due to manufacturing.

Manufacturer narrative:
Foreign - report source: (B)(6).

Event description:
Information was received that a smiths medical portex clear eyesoft seal cuff tracheal tube leaked at the end of intubation for a patient. Subsequently, the patient was forced to be re-intubated urgently. No adverse patient effects were reported.